Event description:
Customer claimed the meter's batteries are not connecting to the device. Customer said the device would shut off mid-test and sometimes the test results would show up very lightly making it hard to read.